Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h4, h6, h11 . The customer contacted olympus technical assistance support (tac) via phone troubleshooting was performed and reports it's very old and the tube is broken. Provided with part number 7501357 and transferred keth to mary in customer care. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the olympus flushing pump had broken tube. The event had occurred during inspection for use. There were no reports of patient involvement.